Event description:
It was reported that this right atrial (ra) lead exhibited failure to capture and high capture threshold. This lead currently remains in service and no adverse patient effects were reported.